Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was causing diaphragmatic and nerve stimulation. During the lead revision, the pocket was opened, and an infection was found. The pacemaker system was removed, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.